Event description:
Boston scientific crm received information that an alert was issued for this right ventricular (rv) defibrillation lead indicating pace impedance was high. Impedance had been stable in the 500 ohms range. Noise and oversensing was also reported. The patient had been working on his car and it was thought that electro-magnetic interference (emi) was perhaps the source of the noise. Technical services (ts) discussed that it may be possible for emi to skew the lead impedance reading. Ts reviewed faxed electrograms showing noise and discussed that the rv lead may be fractured. Ts suggested further evaluation in the office. It was later confirmed that impedance was greater than 2000 ohms and a loose connection had been identified. An intervention was performed to resolve the issue. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
The physician elected to replace the lead rather than secure the connection. This lead was surgically abandoned and a new boston scientific crm lead was successfully implanted. As the lead will not be returned, clinical observations cannot be confirmed.